Event description:
The peritoneal dialysis (pd) patient called in to report that she saw blood draining through her catheter during drain 0 of her pd treatment on the liberty cycler. The patient stated it was pink in color and not thick. The patient stated there was no alarms or cycler problems. The patient stated she may have strained while carrying her granddaughter, which could have caused the bleed. The patient was admitted to the hospital for 3 days for observation due to blood in her effluent.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the patient stated that they were unable to find the source of the bleed. The pink color effluent had cleared by the next morning. The patient was discharged from the hospital. The patient continued using the same liberty cycler with no reported problems. Per the fmc associate medical director, it only takes a small amount of blood to make an effluent bag look bloody. The patient was hospitalized with undetermined cause for the event. The patient reported activity prior to the onset of bleeding; a possible contributing factor. Other commonly seen transient effects are on pd patients with menstruation or trauma. No recent surgery was reported. There was no reported malfunction of the cycler. The actual device was returned to production, refurbished, and then sent to a new patient. The actual device was not evaluated. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.